Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom upstream occlusion alarm was confirmed and reproduced. The spacing between the upstream pusher and the upstream sensor crystals was too wide causing the upstream sensor signal to be reduced by greater than 5%, by adjusting the pusher the sensor has less signal loss.

Event description:
It was found during baxter's testing that a pump was alarming for an upstream occlusion. There was no pt involvement since the error was found during testing.